Event description:
It was reported that during testing at the manufacturer facility, the core universal driver was running in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
Conclusion: grid: the device was repaired and put back into stryker stock.